Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the rod does not lock. No further information was provided. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records (DHR) has been requested. Placeholder.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. An external supplier manufactured this lot. A stock evaluation was opened post inspection on this lot and documented failed parts. This could have contributed to the product not holding in the field. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
Manufacturing evaluation was conducted. The report indicates that instru-med technologies (instrumed) manufactured the rod introducer, part number 03.616.048, lot number 6732351. Instru-med responded on october 10, 2013 and stated after performing the functional check, using the synthes gage # gt037194-2, it is confirmed that the part does not function correctly. The loss of functionality and damage to the distal end is due to an unknown cause. The instrument exhibits evidence of varying width by 0.3mm at the flared position (due to an unknown cause), compared to the top of the distal end. The instrument was assembled correctly and the investigation revealed there were no missing parts.